Manufacturer narrative:
Argus case (B)(4).

Event description:
One spray going deep into my throat. I laid there a moment and then swallowed [accidental device ingestion]. Almost immediately I could not breath/shortness of breath [difficulty breathing] I started coughing [cough]. Started coughing, and sneezing [sneezing]. I was in so much pain [pain]. I had and still have 14 hours later a burning/dry sensation in my nasal and throat cavity [nasal dryness]. I had and still have 14 hours later a burning/dry sensation in my nasal and throat cavity [dry throat]. I had and still have 14 hours later a burning/dry sensation in my nasal and throat cavity [nasal burning]. I had and still have 14 hours later a burning/dry sensation in my nasal and throat cavity [throat burning sensation of]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u0a171, expiry date 30th december 2022) for dry mouth. Concomitant products included glycerin (biotene). On an unknown date, the patient started biotene mouth spray (original) at an unknown dose and frequency. On (B)(6) 2020, an unknown time after starting biotene mouth spray (original) and biotene, the patient experienced accidental device ingestion (serious criteria gsk medically significant), difficulty breathing, cough, sneezing, pain, nasal dryness, dry throat, nasal burning and throat burning sensation of. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and difficulty breathing were unknown and the outcome of the cough, sneezing, pain, nasal dryness, dry throat, nasal burning and throat burning sensation of were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion to be related to biotene mouth spray (original). The reporter considered the difficulty breathing, cough, sneezing, pain, nasal dryness, dry throat, nasal burning and throat burning sensation of to be related to biotene mouth spray (original). Additional information: adverse event information was received via email on 14 december 2020. Consumer reported that "hello biotene team, I have used both your mouthwash and spray formulas for years. However, last night I woke up around 12.30am and sprayed my mouth with three or four sprays with one spray going deep into my throat. I went back to bed with the solution still in my mouth not swallowing. I laid there a moment and then swallowed. Almost immediately I could not breath, I started coughing, and sneezing and crying I was in so much pain with shortness of breath. I sucked on a piece of ice and made myself a cup of hot tea of traditional medicinals throat coat tea to try and regain my breathing and to reduce the pain. I had and still have 14 hours later a burning, dry sensation in my nasal and throat cavity. Now being awake 14 hours later I know I should not have laid down without swallowing the solution of the spray. What I am interested in knowing is what happened to me chemically, biologically. Something in the solution reached a part of my body it should not have and caused my loss of breath and pain. What should I be doing to lessen the long lasting impact of my mistake of having pain/dryness in my nasal/throat cavity. Will I be able to use your product again properly without this type of reaction happening. Your assistance in understanding what happened is greatly appreciated. I wrote the email because I have an incident. Now 14hrs later I am still having issues. What happen to my body biological. I want to understand what happens. If I can use it again." Specific product variant and size was biotene mouth spray 1.5oz. Lot code u0a171 expiration date 30 december 2022 reason for use was dry mouth.